Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing determined that the charger boards required replacement. Replacement chargers were shipped to the site and the replacement was performed. The imaging system then passed the system checkout and was found to be fully functional. Battery charger board 1 was returned to the manufacturer for analysis. The charger was found to have an output voltage at 36.18vdc while specifications are 27.5 +- 1.5 vdc. This confirmed a defective channel d indicating an electrical failure. Battery charger board 2 was returned to the manufacturer for analysis. Battery charger 2 was installed in the system. Initially charger voltages measured as expected. After 5-6days in the system, voltage at pin 5 and 6 are measured as 32.25v expected was 27.5+-1.5; defective channel e. Also board has leaky capacitors. This confirmed an electrical failure due to a defective channel e. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the battery charger boards were not functioning and required replacement. There was no patient present when this issue was identified.